Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Additional h6 component code: 427. The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to multiple burnt/defective components on the monitor board including a transient voltage diode, an integrated circuit, and a capacitor. The monitor board was replaced to resolve the report. A replacement auxiliary power supply sent to customer and they were advised to discard the original power supply as precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.